Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the events occurred due to abnormality in the front panel operation due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the high flow insufflation unit front panel led would not light up, the front panel display disappeared, the device did not respond to the button, the front panel could not be operated except the power button, there was an abnormal noise, and corrosion was found on back panel. The event was identified during maintenance. There was no patient involvement. This report is being submitted for the following malfunctions; the front panel led did not light up, the front panel display disappeared, unresponsive buttons, and the front panel could not be operated.